Manufacturer narrative:
Product analysis:manufacturer's analysis confirmed the customer comment that the programmer overlay was cracked. It was also indicated that the keyboard, stylus, and keyboard rail covers were broken. The programmer was repaired and returned to service.

Event description:
It was reported that the programmer screen was broken. The programmer was returned for service. No patient complications have been reported as a result of this event.